Event description:
Stent deployment malfunction. The stent did not deploy like it normally does; it appears to have broken near the sheath. It would not release at first, provider feels as if the handle and release mechanism were not functioning properly. However, they were able to place the stent where it was needed. No injury was noted to the patient. We have kept the delivery portion for the company if they want to evaluate. Product: advanix biliary stent, boston scientific, serial/lot # (B)(6).